Event description:
It was reported that on december 7th, the catheter was inserted via the right groin and clamped approximately 38cm from the catheter tip. On december 9th, a leak was noticed from the insertion site and gauze was applied on the site to stop the leak. On december 10th catheter was exchanged as a leak was still occurring. The user noted that the catheter was not being moved to cause a leak when the leak was noticed.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval. F/u report will be filed if add'l info becomes available.